Event description:
The facility alleges the spreader bar unlocked while the resident was in the lift and hoisted in the air. The legs on the base allegedly closed and the lift tilted, which released tension in the sling, causing the resident to tumble out of the sling onto the floor. The consumer allegedly sustained a fracture to his right hip, a hairline fracture to his left hip and a broken arm.

Manufacturer narrative:
The complaint, as received, indicates that the base was not locked during the transfer and legs were not fully opened. During the transfer the lift tipped and the pt fell out of their sling. Current user guides are clear in instructing as to the proper and safe use of the invacare lift product. Info indicates a potential transfer error. MDR filed based on injury. Device has been in svc for 4 yrs with no prior incidents.